Manufacturer narrative:
As reported, the white tube of a 5f mynxgrip vascular closure device (vcd) was not visible upon withdrawal of the sheath. The balloon was deflated and manual pressure was applied. There was no reported patient injury. The user later checked the device and found that the tube had remained inside. When inserted in the sheath, the balloon was inflated and proper deployment steps were followed. The user had shuttled down and pulled the sheath back. There was no device or package damage prior to use and the device was stored and prepared according to the instructions for use (IFU). The mynx vascular closure device (vcd) was used in an interventional procedure employing a retrograde approach, and the deployer was mynx certified. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, confirming arterial access, a vessel diameter of at least 5 mm, little vessel tortuosity, and no peripheral vascular disease (pvd) or calcium near the puncture site. The user shuttled the device down completely without significant resistance and without applying unusual force during sheath retraction. The advancer tube was not engaged or visible; after device removal, the technician observed the tube stuck inside and removed it with hemostats, noting the tube was difficult to pull out. One non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle while the stopcock was observed to be open, with no syringe returned for this evaluation and no catheter sheath introducer returned for this evaluation. The sealant was observed exposed, with only a portion of the sealant returned and positioned next to the balloon in the proper deployed position, and the advancer tube was returned exposed. The sealant sleeve was found fully retracted, the balloon showed no abnormal condition to be reported, and no additional anomalies were observed during this visual analysis. The inflation and deflation test was executed as part of the functional evaluation, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. Additionally, a complete removal of the advancer tube was performed along with the removal of the returned sealant portion, which was still mounted in the adequate deployment position, and no resistance was noted while performing the complete removal. The reported event of ¿sealant failure to deploy advancer tube¿ was not observed through analysis of the returned device as the sealant of the received device was found exposed with a portion of the sealant positioned next to the balloon in proper deployed position and the advancer tube exposed. The exact cause of the issue experienced by the customer could not be determined during product analysis as the device was manipulated post procedure. Based on the limited information available and the results of the product analysis, it is not possible to determine the factors that may have contributed to the reported failure to deploy. However, user-related factors (user error), such as an incomplete shuttling down of the shuttle, may have contributed to the issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the white tube of a 5f mynxgrip vascular closure device (vcd) was not visible upon withdrawal of the sheath. The balloon was deflated and manual pressure was applied. There was no reported patient injury. The user later checked the device and found that the tube had remained inside. When inserted in the sheath, the balloon was inflated and proper deployment steps were followed. The user had shuttled down and pulled the sheath back. There was no device or package damage prior to use and the device was stored and prepared according to the instructions for use (IFU). The mynx vascular closure device (vcd) was used in an interventional procedure employing a retrograde approach, and the deployer was mynx certified. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, confirming arterial access, a vessel diameter of at least 5 mm, little vessel tortuosity, and no peripheral vascular disease (pvd) or calcium near the puncture site. The user shuttled the device down completely without significant resistance and without applying unusual force during sheath retraction. The advancer tube was not engaged or visible; after device removal, the technician observed the tube stuck inside and removed it with hemostats, noting the tube was difficult to pull out. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.